Event description:
Customer reported hospitalization due to high blood glucose. Customer having issues with insulin pump during the prime/rewind process. The current blood glucose reading is 263 mg/dl. Customer treated with insulin pump. The blood glucose reading at the time of the event was over 600 mg/dl. Customer thinks the highs were caused by the recalled reservoirs. Customer experienced thirst and frequent urination. Diagnosed diabetes ketoacidosis. Customer was hospitalized for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.